Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer reports the catheter was not flowing and was believed to be clogged, the catheter had to be pulled and replaced.

Manufacturer narrative:
Submit date: 12/16/2008. An investigation is currently underway, upon completion, the results will be forwarded.